Manufacturer narrative:
(B)(4) the cryof device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the cryof device was not reported or able to be subsequently ascertained.

Event description:
On (B)(6) 2022 a patient with mitral valve disease underwent an on-pump heparinized robotic mitral valve repair procedure with concomitant cryo ablation. There were no reported adverse events or malfunctions during the procedure but when the patient was coming off-pump, bleeding was observed from the coronary sinus. The patient was placed back on-pump and a sternotomy was performed to repair the bleed using sutures and bio-glue. This was a procedural complication with no reported device malfunctions.